Event description:
A physician attempted to use an mis-7f07 micro introducer kit. The IFU was followed. The lumen flushed prior to use. The physician reports there is no visible damage but that the wire broke and got "stuck". The physician was able to pull it out. Patient involved was reported to be ok.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. No samples were returned for investigation. CAPA ca00040 was initiated to address this issue. As part of the CAPA process, a mdt/argon root cause investigation team was assembled. An evaluation of the internal records was performed, discussion was conducted with wire manufacturer and supplier engineering change orders were also reviewed for the last five years. There were no non-conformances found based on metallurgy and no engineering changes identified. A definite root cause was not identified for this failure mode and no immediate corrections were made due to absence of initial root cause identification. Several action items have been planned to be implemented to address this reported event. Tensile test will be implemented per test method, retraining program and certification program plan for polishing silver soldering will be put in place. If new information is available in future, a follow-up report will be submitted accordingly.

Event description:
A physician attempted to use an mis-7f07 micro introducer kit. The IFU was followed. The lumen flushed prior to use. The physician reports there is no visible damage but that the wire broke and got "stuck". The physician was able to pull it out. Patient involved was reported to be ok.

Manufacturer narrative:
Sample is not available for return. A follow-up report will be submitted upon investigation completion.